Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a gas loss error. There was a gas loss in iabp catheter. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The device history record (DHR) for this iabp unit with serial number "(B)(6)¿ was reviewed and no non-conformances related to the reported event were noted.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found blood in the pneumatic module assembly (pim). The fse verified the remaining pathway and found no blood anywhere in the iabp unit. The blood-back only affected the pim and safety disk. The fse replaced the pim, the safety, and the tidal disk. The fse then performed a preventive maintenance (pm) with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a gas loss error. There was a gas loss in iabp catheter. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to the customer's site. We were informed that service order is not completed yet. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a gas loss error. There was no patient involvement, and no adverse event reported.